Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for a high/undefined pacing impedance alert on the right ventricular (rv) lead. The lead was revised and upon opening the pocket, it was discovered that the implantable cardioverter defibrillator (ICD) header setscrew for the rv lead was loose. The rv lead pulled out of the device header with minimal force. The lead was reinserted into the header and the device setscrew was secured. The lead functionality was tested via the device and was found to be working within normal limits. The device remains in use. No patient complications have been reported as a result of this event.